Event description:
It was reported an over infusion event involving fentanyl on a patient who was already ventilator. It was mentioned that the guardrails setting was bypassed. The patient became hypotensive but unsure if this was due to the fentanyl or the effect or other medications the patient was receiving at that time. There was no additional intervention provided as a result of the event.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event involving fentanyl on a patient who was already ventilator. It was mentioned that the guardrails setting was bypassed. The patient became hypotensive but unsure if this was due to the fentanyl or the effect or other medications the patient was receiving at that time. There was no additional intervention provided as a result of the event.

Manufacturer narrative:
Additional information: imdrf annex a,g,c,d codes. Additional information: annex a: a1205,a0206. Annex g: g0405206,g04037,g0405213,g0405212. Annex c: c22,c07. Annex d: d15.

Event description:
It was reported an over infusion event involving fentanyl on a patient who was already ventilator. It was mentioned that the guardrails setting was bypassed. The patient became hypotensive but unsure if this was due to the fentanyl or the effect or other medications the patient was receiving at that time. There was no additional intervention provided as a result of the event.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.